Manufacturer narrative:
(B)(4)

Event description:
A patient in (B)(6) was undergoing continuous renal replacement therapy (crrt) with a prismaflex m100 set ckt. When changing the replacement solution bag, the nurse found the replacement luer lock broken.